Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an aortic valve replacement plus coronary artery bypass graft procedure, there was an alleged issue with the fusion oxygenator. When blood reached the oxygenator, the transmembrane pressure increased to 450mmhg. The pressure decreased to 280mmhg after the administration of 500 units of albumin and 100mg of anticoagulant, and remained stable for the rest of the case. 100mg of heparin was also added at the same time as the albumin was administered. The platelet count was 110 at the start of the procedure, and 2 units of platelets were given post bypass, resulting in a platelet count of 100. The device was used to complete the case with no other issues with flow noted. No patient complications have been reported as a result of this event. There are two possible lot numbers for the fusion oxygenator 229060142 and 229060143.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the pressure pre-oxygenator was measured just before the oxygenator and the post-pressure was measured on the recirculation line after the oxygenator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the platelets were administered because of the issue with the oxygenator and due to the patient's platelet count dropping while on bypass. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.